Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery packs) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to physically damaged c608 capacitor on the bedside pca. The root cause for the damaged c601 capacitor could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's charger was unable to charge battery packs.